Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the end of the c-ring was defective as the end loop would not pass through the hole. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history review was completed for 3 lots 25102414, 25102938 and 25103475 the last 3 lots shipped to the account prior to the aware date. There were no non-conformances recorded in the lot history. (B)(4).